Manufacturer narrative:
Complaint confirmed. Functional testing was not performed. Visual evaluation of the received device found the needle was no longer attached to the device. The needle was not received for investigation. It was noted that the portion of the suture used for attachment to the needle is tipped as required per drawing. Without return of the needle for investigation, the cause cannot be determined. Upon evaluation of the attached shipment pictures it was noted that the suture is detached from the needle while partially assembled to the hdpe card. Eco-34288 updated the device to improve needle attachment manufacturability.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament quadriceps surgery an intraoperative detachment of the needle occurred after the first prick. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.